Manufacturer narrative:
Device evaluation: analysis of the lead found that conductors #0, #1, and #3 were broken 4.8 cm from the distal end of the lead. Analysis of the implantable neurostimulator (ins) found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# unknown, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown, ubd: asku, UDI#: asku. Report source: country- (B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced ¿no effect¿ from their device and requested the device be removed. It was noted that in mid (B)(6) 2018, impedance testing was performed and identified an ¿abnormal impedance.¿ the abnormal impedance was to be troubleshot at their next outpatient visit on (B)(6) 2018, but this visit was postponed ¿due to the patient¿s poor condition.¿ troubleshooting was instead performed at an outpatient visit on (B)(6) 2019, at which time it was found that the abnormal impedance issue persisted although the patient¿s device was reprogrammed and the output was changed. It was noted the patient¿s reaction was only observed when programmed to ¿2-c+.¿ the patient requested their system be removed as of (B)(6) 2019 ¿because no improvement was observed.¿ fluoroscopy performed at the time of device explant on (B)(6) 2019 ¿revealed that the lead was inserted 1.5 electrodes deeper compared with the initial position.¿ it was noted that replacement with a new system would be ¿examined again when the patient got older.¿ the manufacturer representative involved with the event questioned whether a fracture had occurred between the #0 and #1 electrodes and whether the position of the tine had ¿dislocated to the device side.¿ no further complications were reported or anticipated.